Event description:
It was reported that customer ordered a case a month and had surplus 10 days ago, they opened one box and found all 30 intermittent catheters were missing the adhesive for holding the bag up while trying to drain. Opened 5 boxes with same lot# and all 5 boxes were missing the adhesive. Not able to use and customer needed the adhesive to help drain the bag. Could not hold it up and drain at the same time. Customer requested replacement for all catheters missing the double adhesive tab.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labeling could not have prevented the reported failure. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer ordered a case a month and had surplus 10 days ago, they opened one box and found all 30 intermittent catheters were missing the adhesive for holding the bag up while trying to drain. Opened 5 boxes with same lot# and all 5 boxes were missing the adhesive. Not able to use and customer needed the adhesive to help drain the bag. Could not hold it up and drain at the same time. Customer requested replacement for all catheters missing the double adhesive tab.